Event description:
Following a laparoscopic anti-reflux procedure, a patient had the linx device explanted. The linx device was used as part of the anti-reflux procedure. Explant procedure reported as uneventful and patient condition is well. No further information has been provided by physician at this time.